Event description:
The customer claims that the alarm is functioning properly but when it was tested against a digital meter it reads no continuity (electrical short). This was discovered during set up. There was no pt contact.

Manufacturer narrative:
(B)(4). No continuity (electrical short). Results - inspection of the returned product found that the unit has an open electrical circuit in the nurse call receptacle function which does not send a signal to the nurse's station. (B)(4).